Event description:
It was reported that the patient was having pain and burning sensation at the implantable pulse generator (ipg) site. The physician observed that the patient had a minor infection and prescribed antibiotics. Additional information was received that the patient was reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain and burning sensation at the implantable pulse generator (ipg) site. The physician observed that the patient had a minor infection and prescribed antibiotics.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.